Manufacturer narrative:
The fse installed a cream stirrer motor update kit and new style syringe reagent pump. Performance verification were subsequently completed with acceptable results. Although the instrument was repaired and returned into service, a definitive root cause for this event has not been determined to date.

Event description:
Beckman coulter inc. Field service engineer (fse) was on-site to address a unicel dxc 800 synchron system generating intermittent modular creatinine (cream) suppressed results due to rx noise. They were informed by the customer that erroneous, low cream results had been generated on the unicel dxc 800 synchron system. The exact number and date of the erroneous results generated is unknown. The total number of erroneous results reported out of the laboratory is unknown. According to the customer, many results were corrected prior to release from the laboratory. The customer provided data which indicated the generation of five, erroneous low modular creatinine (cream) results from a unicel dxc 800 synchron system on (B)(6) 2011. All five samples were rerun and generated values within the normal reference range. Quality control results prior to, and after, the event were found to be within laboratory established acceptable ranges. There was no death, serious injury or change to patient treatment associated or attributed to this event.